Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger sticking during cases and motor staying on due to trigger not releasing. Saw stays activated unless manually released. Discussed lubricating technique with cssd which has not solved the issue. As per the mps: this was a tka case and I cannot recall the saw running when out of the haptics but cannot be fully sure from memory. The saw did not stop running until the surgeon physically pulled the trigger out.

Manufacturer narrative:
Reported event: it was reported that trigger sticking during cases and motor staying on due to trigger not releasing. Saw stays activated unless manually released. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate that 25 devices were manufactured under lot k0aer and 21 devices were accepted into final stock on (B)(6) 2017. A review of qt 17-11-0002 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), lot k0aer shows 01 additional complaints related to the failure in this investigation. Complaint pr: (B)(4) . Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Event description:
Trigger sticking during cases and motor staying on due to trigger not releasing. Saw stays activated unless manually released. Discussed lubricating technique with cssd which has not solved the issue. As per the mps: this was a tka case and I cannot recall the saw running when out of the haptics but cannot be fully sure from memory. The saw did not stop running until the surgeon physically pulled the trigger out.